Event description:
A customer reported error message 2240, bf probe 2 purge failure on the aia-900 analyzer while performing monthly maintenance. Customer indicated that they have replaced the water with the old wash solution. The technical support specialist (tss) advised customer to shake the bottle and recommended customer to use a new wash solution but it has not been 24 hours since it was prepared. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), estradiol (e2), follicle stimulating hormone (fsh), and luteinizing hormone (lh ii) analytes. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit to address the reported event. The fse was able to confirm the reported error via the error log and was able to reproduce the error by attempting to prime the system. Upon investigation, the fse found a bad solenoid valve which was not allowing the wash solution to flow thru the bf probe. The fse replaced the valve and performed a prime in maintenance with no further error. The fse also ran a daily check and performed quality control (qc) and it passed within acceptable range. No further action was required by the fse. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2021 through aware date (B)(6) 2022. There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12 ¿ flags and error messages states the following: [2240] bf probe 2 purge failure. Cause: the overflow sensor 2 s133 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s133, the discharge solenoid valve sv151, and the washer tube. The most probable cause of the reported event was due to failure of the solenoid valve.